Event description:
It was reported that part of the colonovideoscope insertion tube coating fell off the scope during a colonoscopy, exposing wires at the bending section causing mucosal bruising and trauma. The scope was exchanged, which created an approximate 5 minute delay. It was noted that the scope had been examined prior to the procedure and no damage was seen. The patient was sent for a CT scan to locate the device coating inside patient and material could not be traced. It is assumed that it was somewhere inside patient. Post procedurally, the patient experienced mild bleeding and mild redness but was discharged in stable condition.